Event description:
The additional information was reported by the user facility that the event had originally been reported twice, with differing event descriptions, for which original mdrs 0001811755-2013-01164 and 0001811755-2013-01161 had been issued. Based on the additional information received by the user facility, the updated event has been reported on supplemental MDR 0001811755-2013-01164.

Manufacturer narrative:
The additional information was received by the user facility that the event that was reported on the initial MDR 0001811755-2013-01161 was a duplicate of the event reported on MDR 0001811755-2013-01164.

Event description:
It was reported that during a surgical procedure at the user facility, after mask registration and mask removal, the tracker could not be turned on. The patient was registered with a new mask, and it was reported that then the sterile short pointer and long pointer were unable to validate due to tip deviations, after which the pointer was point calibrated. It was reported that there was a delay of 45 minutes to the surgical procedure. It was reported that the procedure was completed successfully and that there was no medical intervention.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.